Manufacturer narrative:
The hill-rom technician investigated and found a small nick on the ac power cord. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates a caregiver was shocked by the bed's power cord. The caregiver felt a mild tingle when she touched the power cord. The caregiver did not require medical attention.